Event description:
It was reported when using the bd vacutainer® k2e 5.4 mg plus blood collection tubes there was sample clotting in 30 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received three photos for investigation. The evaluation of these photos shows clots in the used tubes. A total of (B)(4) retained samples were visually examined, and no additive abnormalities were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality are under statistical control for the month of (B)(6) 2025. At this time, further testing is not indicated. This complaint has been confirmed for the indicated failure mode clotting. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes there was sample clotting in 30 devices. No adverse impact was reported regarding the patient or user.